Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the drill bit to be fractured through the flutes. A large amount of discoloration is present around the solid shaft and etching. Foreign debris is present in the flutes and on the fractured surface. Sem analysis determined that the fracture was suspected to be due to reverse bending overload. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however, sem analysis suggests the failure mode is bending overload. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02988

Event description:
It was reported that the drill bits broke during surgery. All pieces retrieved were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.